Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: crease folding of implant: no observed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "deep radial folds and scant amount of left periprosthetic fluid" via MRI and suspicion of rupture. Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: scant amount of left periprosthetic fluid, suspicion of rupture.

Event description:
Healthcare professional reported "deep radial folds and scant amount of left periprosthetic fluid" via MRI and suspicion of rupture. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03apr2024.

Event description:
Healthcare professional reported "deep radial folds and scant amount of left periprosthetic fluid" via MRI and suspicion of rupture. Device was explanted.